Event description:
After 2 years of successful cochlear implant use, the patient reportedly experienced decreased performance levels and pain. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is planned but not scheduled.